Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "dr. (B)(6) was impacting the 8mm box chisel into the l5-s1 disc space, when the tip of the instrument broke off. The tip was lodged into the disc space temporarily. The surgeon distracted on the rod to open the disk space while pulling the broken tip out with a long coker."